Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 200-04-54 - cemented finned tib. Tra sz 5f/4t, (B)(6), 230-03-05 - optetrak asy, cr cemented femoral, sz 5, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 200-65-09 - cr tibial insert sz 5, 9mm, slope +.

Event description:
As reported, approximately 10 years and 8 months post the initial right total knee arthroplasty, the patient presented with pain in the knee and all implants were removed due to osteolysis. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported may have been due to osteolysis, as stated in the experience reported. However, the reason for the osteolysis cannot be determined and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user or patient related considerations could not be assessed from the reported information. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 component code.